Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday the patient noticed that the therapy was not helping to managing their spasms/"convulsions." The patient noted that they have been having the spasms a lot. Yesterday, the patient also noticed that their ins battery levels were not depleting as expected. The patient stated that they were keeping a log for their ins battery levels leading to this event. On (B)(6) 2022, the right ins was charged to 75%, and the left ins was charged to 100%. On (B)(6) 2022, the patient stated that they brought both ins battery levels up to 100%. On (B)(6) 2022, the right ins was 100% charged, and the left ins was 75% charged. On the morning of (B)(6) 2022, both implants were charged to 75%. The patient stated that the ins battery levels remained at 75% when they checked them today, when they expected them to be at 50% or less. The patient denied any falls or trauma leading to this event. During the call, agent had the patient check each ins to ensure therapy was turned on for each one. The patient checked each ins as advised, as they confirmed that therapy was turned on for each one. The patient also noted that the ins battery levels were still at 75%. Agent reviewed that the external equipment was working correctly. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Refer to manufacturer report 3004209178-2022-06795 for related device.